Event description:
Drive devilbiss healthcare was notified of an incident involving a bath bench by an end user, who stated that the "front legs started to spread." The end user reportedly fell and sustained a head injury that developed into a large bruise. The end user reportedly called an emergency room for treatment, and was advised to stay home and watch for signs of a concussion. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.